Manufacturer narrative:
The lead was extracted via laser and will not be returned for analysis. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted, via laser extraction, due to high impedance measurements. No adverse patient effects were reported.